Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 277 mg/dl, and the meter bg reading was 177 mg/dl. Due to the inaccuracy, the customer experienced a low bg that ranged from approximately 20 mg/dl to 47 mg/dl and subsequently lost consciousness. The customer was taken to the emergency room and was hospitalized. No additional patient or event information was available. A root cause could not be determined. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. A replacement sensor was sent to the customer.